Manufacturer narrative:
Exact date unknown, event occurred a year prior to the date the manufacturer became aware. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218700 model: sc-2218-70 serial: (B)(6) batch: 5139802/ 5170180.

Event description:
It was reported that the patient had difficulty charging the implantable pulse generator (ipg). Inadequate stimulation was also noted. The patient underwent a spinal cord stimulator (scs) replacement procedure and was doing well postoperatively. The explanted devices were disposed by the facility.